Manufacturer narrative:
This report is submitted on august 28, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [77094 device analysis report.pdf]

Event description:
Per the clinic, it was reported that during initial implantation surgery performed on (B)(6) 2017, the surgeon attempted initial insertion of the electrode array; however, the insertion was unsuccessful. Subsequently, the surgeon attempted to reload the electrode using the sheath; however in doing so, the sheath was damaged. The implant was discarded as a result, and the surgeon used the backup cochlear device. The surgery proceeded and the patient was successfully implanted. There were no reports of patient injury associated with this event.